Event description:
It was reported that an unspecified malfunction alarm occurred and customer experienced dka (diabetic ketoacidosis). Customer went to the emergency room (ER) and/or was hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.